Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured from september 22, 2022 - september 23, 2022. The actual device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rare was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused; the infusion ended (5) five hours earlier than the expected infusion time. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.